Event description:
The incident was reported as: during a procedure, after producing one to two cuts, the surgeon experienced difficulties in producing more cuts due to resistance at the tip which caused an unclean cut. No patient injury reported.

Manufacturer narrative:
The sample has been received, but investigation is not completed at time of this report. The investigation is ongoing and not yet completed. A follow up report will be sent when investigation is completed.